Manufacturer narrative:
Batch review performed on 03 january 2022: lot 2104753: (B)(4) items manufactured and released on 18-jun-2021. Expiration date: 2026-jun-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
About 4 months after the primary surgery, the surgeon revised the inlay due to infection.